Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed striae/slipped flap on the right eye (od) at 1 day post op exam. The flap was repositioned to resolve the striae reported. At 10 day post op, the visual acuity sans correction (vasc) was 20/25